Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 504 mg/dl and the following afternoon was 357 mg/dl. Customer stated he tried to report but unable to get through, customer declined to be transferred. No further information provided.